Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The patient would continue to be monitored with routine follow up.

Manufacturer narrative:
(B)(4).